Event description:
Procedure type: omentectomy. According to the reporter: after using it was noticed the small v on the tip of the trocar was missing. The account was not sure if it was never there or lost in the cavity. The patient's cavity was searched. X-rays were taken but the tip could no be located. It could not be reported how the case was completed. It could not be reported if there was a delay in or time. No patient injury was reported. No additional information available at this time.